Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula was already exposed indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that user did not complete activation after filling the pod. The pod was not received with the needle deployed early as reported as the pod was received with the needle mechanism not deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. The sourcemeter, producing 4.5v, was attached to the pod in order to download the data. Inspection of the internal components found corrosion on the pcb assembly and on the bottom battery. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking inside the device. The device was received with the kill switch pushed. It couldn't be determined if fluid leaked in through the kill switch seal. The exact cause of the corrosion could not be determined. The corrosion contributed to the low battery voltages. It can be determined based on the data that the low battery voltages did not impact device functionality at the time of the event.